Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, during testing, the device touchscreen was nonresponsive and was out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen is nonresponsive. The device was returned to the biomedical department from an unspecified clinical area with a note that the touchscreen did not work. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was nonresponsive. No additional information was provided.